Event description:
Patient's legal representative stated significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, loss of consortium.